Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2008, plaintiff underwent placement of defendants' vortex port catheter product, with model number p5455k, and lot number 31732. The device was implanted by dr. (B)(6), m.d., at (B)(6), alabama for long-term antibiotic therapy. On or about (B)(6) 2013, plaintiff presented to (B)(6), alabama to undergo a chest x-ray to evaluate plaintiff's dyspnea (shortness of breath), and the x-ray revealed catheter fracture. On or about (B)(6) 2013, plaintiff presented to (B)(6), alabama to undergo retrieval of a catheter fragment located in plaintiff's right atrium. The fragment retrieval operation was performed by dr. (B)(6), m.d. On or about (B)(6) 2013, plaintiff presented to (B)(6), alabama to undergo removal of the remaining vortex port catheter device. The procedure was performed by dr. (B)(6)..